Event description:
It was reported that, a few weeks prior to (B)(6) 2013, the patient was admitted to the hospital for a chronic obstructive pulmonary disease (copd) exacerbation. As of (B)(6) 2013, the patient was on a medical floor. She had sharp, intermittent pain to the right-sided jaw and cheek area. The patient was found to have an atypical facial pain syndrome. It affected her ability to wear a CPAP mask. The patient was on lyrica 300mg/day and this was not controlling the pain. Baclofen was added to help control the pain. The patient developed some myoclonic tremors of the limbs, so the lyrica was discontinued. The tremors subsided and the patient was getting better, so she was transferred to a rehabilitation floor. At some point on the rehabilitation unit, the patient was given narcan. On (B)(6) 2013, the patient developed a sudden fever of 102.9 and her physical condition deteriorated. The patient¿s temperature later increased to 104.5. At one point, the patient¿s temperature went to 107.4. The patient had convulsions/tonic-clonic movement involving the upper extremity and the trunk. The patient's yes rolled down to her right side and she was nonresponsive. The patient was on a nonrebreather. The patient¿s blood glucose was 165. The rapid response team was called and the patient was packed with ice, intubated and transferred to the intensive care unit (ICU). The patient was given a 2mg loading dose of ativan. She was also given narcan and did not respond. Bilateral rhonchi was heard. At this time, white blood count was 14.8. A CT of the brain was done and showed no abnormalities. It was also reported that the patient was comatose. The patient had cognate deviation of the eyes to the right. "Query" withdrawal was also reported. Muscle tone was flaccid. The patient was started on intravenous (IV) versed, achyclovir and rocephin. The pump was completely turned off by manufacturer representatives, as there was a concern that it may have contributed to the patient¿s sudden change in mentation and pattern of meningitis and encephalitis. Post-intubation, the patient developed hypotension, requiring ¿pressors¿ and multiple antibiotics. The following day, the patient¿s temperature had decreased to 97.8 degrees. The patient was started on vancomycin to cover possible iatrogenic meningitis associated with the pump. At this time, the patient was shivering. She was not following commands. Dolls eye reflex was present. Movements were of an abnormal nature. White blood count was 19.8. The patient received 2 units of frozen plasma. Vitamin k was also given to reverse the international normalized ratio (inr) and anticoagulation. The patient¿s inr was 2.7. As of (B)(6) 2013, the patient remained sedated requiring propofol because, on the previous night, the patient was having some jerking movement. At this time, the patient¿s dilantin levels were noted to be therapeutic, ¿although total levels were around 8¿. Trace pedal edema was noted in both lower limbs. Blood work showed a drop in platelet count to around 80,000. A lumbar puncture was done on this day and was negative for the herpes simplex virus. As of (B)(6) 2013, the patient was ¿encephalopathic¿ and confused. At this time, the patient was afebrile, had a blood pressure of 155/65, heart rate of 75, respiratory rate of 22 and oxygen saturation of 97% on 4 liters. The patient was drowsy, was on dobhoff, had supraorbital pain and was able to be woken up. It was noted that she was ¿quite encephalopathic¿ and ¿looked somewhat psychotic¿. On the same day, the patient had frequent twitching of the limbs. Dilantin levels were low at 3.5. An additional dilantin loading dose of 400mg was ordered and given right away. The acyclovir had been discontinued the previous night but the patient was restarted on a 10-day course of acyclovir at this time. The patient had a workup including a spinal tap and multiple electroencephalograms (eeg) but no source was found. Multiple chest x -rays and head cts were done. The pump was identified as a possible source of the sepsis. The patient did respond to antivirals and antibiotics but the cause of sepsis was never truly understood. The patient was eventually weaned off the ventilator and extubated. The patient remained in stable condition and was transferred to an extended care facility on (B)(6) 2013. The patient¿s discharge diagnoses were reported to be sepsis, ventilator-dependent respiratory failure and possible neural malignant syndrome.

Event description:
It was reported that the pump was turned off. The patient had experienced symptoms of meningitis. The patients refill date was (B)(4) 2012. The pump was infusing compounded morphine.

Manufacturer narrative:
Product ID: 8575 lot# n101393, implanted: 2007 (B)(6), product type accessory product ID: 8709 lot# l7161, implanted: 1999 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the patient experienced a high fever and presented to the emergency room. The hcp was questioning if it was meningitis and wanted the pump stopped. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).